Event description:
A problem was reported with the tandem mobi pump where the battery would not charge. There was no adverse impact to the customer's blood glucose level as the battery charging issue did not lead to a pump shutdown. Tandem technical support advised against using third-party charging supplies, offered to send replacement charging supplies, and suggested using a different charging pad, which resolved the issue.